Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for micturition syncope not associated with low flow alarms and was being discharged (B)(6) 2022 and the nurse was unable to connect the white power cable to the battery clip. The ventricular assist device (vad) coordinator brought a new battery clip and was unable to connect it. They had difficulty connecting to the power module. It looked like there was a ben pin. The vad coordinator replaced the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the white power cable was not confirmed. A review of the submitted log file spanned approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). On (B)(6) 2022 at 13:05 and from (B)(6) 2022 at 17:02 to the end of the log file while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2022 at 17:18 for a controller exchange. No other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller connectors were inspected and no anomalies were noted. Both connectors were plugged into multiple power sources and experienced no issues or additional resistance while connecting. The reported issue was not confirmed. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.